Manufacturer narrative:
H6: investigation summary: no photo or sample was received for the customer's complaint of separation. Without further information like a physical sample for investigation, the complaint cannot be verified and root cause of this failure remains unknown. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd sorbing secondary set experienced flow issues, component separation, and leakage. The following information was provided by the initial reporter: there was a chemo spill given that the set separated below the drip chamber. All drug/medication was spilled on the nurse that was wearing ppe. No reported patient injury. The customer mentioned that these products are now being "tested" prior to use by tugging the tubing below the drip chamber. The infusions are usually prepared in buckets and the failure has never presented itself at this time, instead, they have come to notice that it happens when the clamp is released or when the pump starts running. In this specific case, there was a small volume to infuse and the flow rate was of 240 ml/hr.

Event description:
It was reported that the unspecified bd sorbing secondary set experienced flow issues, component separation, and leakage. The following information was provided by the initial reporter: there was a chemo spill given that the set separated below the drip chamber. All drug/medication was spilled on the nurse that was wearing ppe. No reported patient injury. The customer mentioned that these products are now being "tested" prior to use by tugging the tubing below the drip chamber. The infusions are usually prepared in buckets and the failure has never presented itself at this time, instead, they have come to notice that it happens when the clamp is released or when the pump starts running. In this specific case, there was a small volume to infuse and the flow rate was of 240 ml/hr.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.